Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of the clinic¿s training cycler after ending a patient's pd treatment. It was reported that an unknown air alarm occurred during an unknown cycle and a notice: draining slowly message occurred during drain 1 and 2 of treatment. Messages occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. Upon follow up, the nurse stated that the supplies were connected correctly, nothing was leaking during treatment but once the door was opened, effluent came running out of the cassette onto the floor and into the machine. The patient was taken off the cycler, manually drained, and completed a shortened 3rd exchange. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient has received their cycler and is continuing peritoneal dialysis therapy with no further issues. The clinic¿s cycler has not been used since the fluid leak.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of the clinic¿s training cycler after ending a patient's pd treatment. It was reported that an unknown air alarm occurred during an unknown cycle and a notice: draining slowly message occurred during drain 1 and 2 of treatment. Messages occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. Upon follow up, the nurse stated that the supplies were connected correctly, nothing was leaking during treatment but once the door was opened, effluent came running out of the cassette onto the floor and into the machine. The patient was taken off the cycler, manually drained, and completed a shortened 3rd exchange. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient has received their cycler and is continuing peritoneal dialysis therapy with no further issues. The clinic¿s cycler has not been used since the fluid leak.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.